Manufacturer narrative:
Event description continuation: anticoagulation during the procedure. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch uni-directional catheter was not in close proximity to another catheter. Thermocool smarttouch uni-directional catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17580595m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster, inc. - st. Jude medical 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and suffered a vessel perforation requiring no medical or surgical intervention. During ablation phase, contrast was administered through the mapping catheter to visualize the coronary sinus via fluoroscopy. Contrast extended beyond the coronary sinus border, indicating a possible perforation. Patient remained normotensive throughout. Echocardiogram was within normal limits. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include patient anatomy. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to ablation in the coronary sinus. No transseptal puncture was performed. Sheath in use was a st. Jude medical 8.5 french sheath. Generator parameters and settings at the time of injury were not reported, as the time of injury is unknown. It was note that target power was reached quickly. Ablation was being conducted at 30 watts within the coronary sinus. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. The injury was an incidental finding after some ablation was performed. Irrigated catheter flow was set at 30ml/min. There is no information regarding

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/20/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and suffered a vessel perforation requiring no medical or surgical intervention. During ablation phase, contrast was administered through the mapping catheter to visualize the coronary sinus via fluoroscopy. Contrast extended beyond the coronary sinus border, indicating a possible perforation. Patient remained normotensive throughout. Echocardiogram was within normal limits. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include patient anatomy. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to ablation in the coronary sinus. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vessel perforation remains unknown.